Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl; cause was due to customer inadvertently delivering a bolus via pump resulting in customer's low bg. Reportedly, customer consumed carbohydrates to address bg level. Subsequently, customer was admitted into the emergency room (ER) and the patient consumed sugar to address the bg level. Customer was released from the emergency room the same day on (B)(6) 2022. A system check was performed, and no issues were identified with the pump or the pump supplies in use at the time of the event.